Manufacturer narrative:
This report summarizes the results of our investigation of all 4132 reported events included in this summary report, submitted per exemption number e2015043. The evaluation conclusion codes for these 4132 reported events are: a 31 electrical problem, 221 open circuit, 2 wear problem, 1 quality control problem, 42 hardware timing problem, 178 no failure detected, 455 deformation problem, 481 no results available since no evaluation performed, 1838 results pending completion of evaluation, 38 fatigue problem, 155 fracture problem, 938 improper humidity and 2 assembly problem.

Event description:
This report summarizes 4132 reported events (2413 initial reports and 1719 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 96 years. Patient weight ranged from 19 lbs to 604 lbs. Patient gender was 44.30% male and 55.70% female for these reported events. A 3257 events were associated with button error alarm/keypad unresponsive, 827 events were associated with motor error alarm and 52 events were associated with both button error alarm/keypad unresponsive and motor error alarm. A 1994 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: a 192 hyperglycemia, 20 hypoglycemia, 1 blood loss and 1781 no consequences or impact to patient. A 2145 events were coded with device problem code (B)(4)-device operates differently than expected. The following patient problem codes are associated with device problem code (B)(4)-device operates differently than expected: a 221 hyperglycemia, 31 hypoglycemia, 1 pain, 1 diabetes ketoacidosis, 1 blood loss and 1889 of no consequences or impact to patient. The 1724 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.